Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-700-14, drill, 2.75mm, .066 cannulation, batch number 022537, was received for investigation and upon visual inspection, it was observed that the teeths on the tip are slightly bend (see evaluation pictures 3 + 4). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to improper use / device handling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the latarjet surgery, the cannulated drill prevented the k-wire from being inserted through it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.